Manufacturer narrative:
Samples have been received; sample evaluation is pending. A follow-up report will be provided upon conclusion of the investigation. This product incident is documented in the o&m halyard, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803 and should not be considered to be an admission that an o&m halyard, inc. Product is defective or has caused serious injury.

Event description:
The staff was preparing to setup a room for surgery and noticed a strong smell. The or had to be shut down due to the smell as the facility was unsure where the smell was coming from. Staff member(s) became ill from the smell. The facility mentioned they have a device that could be used to determine the parameter of gas or eo and the device had no indication that the or was compromised by such chemicals. The clinician determined the smell was not coming from anesthesia and later alleged the smell was coming from the aeroblue gown. Additional details regarding staff member medical intervention and status were requested, the customer respondent indicated these details were unknown.

Manufacturer narrative:
Three (3) samples were received for this lot number in the product packaging. Upon arrival, the samples were noted to have a smell similar to a gas or eo (ethylene oxide) smell. All results were found to be within acceptance criteria. Device history record (DHR) evaluation was conducted. The reviewed information confirmed that the lot was manufactured in accordance with specification. There are no non-conformances nor reworks related to the failure mode described. The certificate of analysis/conformance provided by the raw material suppliers was reviewed and it confirms that the fabric was manufactured according to specifications. An incoming inspection was performed of raw materials (fabric, gown and packaging components) upon receipt. Inspection includes attributes and dimensional verifications. No abnormalities were found. An interview process was done with personnel at manufacturing areas to identify if there have been any reports of strong odor on fabric or other raw material components during production timeframe. There have not been any reports of odor. Good manufacturing practices are followed in the manufacturing areas. Every employee is trained in gmps as part of the required trainings. Based on the investigation performed and the results obtained from sample evaluations, no root cause was identified. Actions taken: 1. Manufacturing lean teams of aero blue surgical gowns were notified of customer complaints received with the objective of raising awareness. 2. Complaint data will be monitored to identify upward trends associated with the reported incident/family. 3. A root cause analysis kaizen will be conducted to further try and identify root cause for smell. This product incident is documented in the o&m halyard, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803 and should not be considered to be an admission that an o&m halyard, inc. Product is defective or has caused serious injury.